Event description:
Customer stated the hcu 30 unit shut down while in the middle of a case. No power and non operational. Observed the problem. Reset the 12 v breaker and added 2/12 buckets of water to the tub. Tested system to factory specifications. Tested ok. (B)(4).